Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir tubing of the insulin pump. Customer reported that the air bubbles are 1cm in size. There were no leaks detected during the high pressure test. Customer's blood glucose reading was 196 mg/dl. Product is being replaced.